Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the issue. The touchscreen was unresponsive and the display coiled cable was partial pulled out from the video display pcb. The fse reseated it, but this did not correct the issue. The fse replaced the touchscreen assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) touch screen was not responding. There was no patient involvement, and no adverse event reported.